Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose with blood glucose of 254 mg/dl at the time of the incident. The customer used glucagon to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer was unsure if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer reported the pump was over delivering. Troubleshooting was completed and the pump passed a displacement test. The customer reported change sensor alarms the insulin pump will not be returned for analysis.